Manufacturer narrative:
Investigation summary: bd received samples and a video from the customer facility for investigation. The video was evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, sleeve function testing of the customer samples was performed and no leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer video, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, testing of the customer samples was conducted and sleeve leakage was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "the customer complained that after blood sampling and puncture, continuous bleeding occurred at the msn np cannula stopper plug after connecting the tube. 1ea used msn has been destroyed by the customer."